Event description:
It was reported the patient fell out of her bathtub on 2013-(B)(6) and hit the implant. It was stated x-rays showed the wire had moved. Reportedly therapy was ¿still fine¿ and had urinary relief of overactive bladder. It was reported the patient still had concerns regarding their device or therapy but was working with their doctor or representative. An appointment date was set for 2013-(B)(6).

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v556132, implanted: 2010-(B)(6), product type lead. (B)(4).